Manufacturer narrative:
B3: date is unknown. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that a blockage alarm occurred. This occurred during infusion at patient's home. There was a patient involvement, but no patient harm or adverse event reported.

Manufacturer narrative:
One device was received for evaluation for the complaint that a blockage alarm occurred. The review of event log found that a "high pressure" alarm was recorded in the event log multiple times. There was no 12-month service history during the review. The visual and functional testing was performed. The root cause of the event was an anomaly in the component (the downstream occlusion sensor) and was replaced. The device passed all functional tests with no problem after the repair was completed.